Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer is having issues with insulin pump. Customer stated they checked the screen and did not have the bars for battery. Customer received low battery alarm. The customer's blood glucose was 90mg/dl. Customer is calling a second time regarding low battery. Battery currently in use is a aaa alkaline battery. Checked alarm history, low battery, love reservoir, battery, weak battery and unexpected restart alarm. Advised customer the insulin pump will need to be replaced.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected low battery alarm anomalies noted. (B)(4).